Event description:
It was reported that the ventilator would not go into standby because the button did not seem to work. There was no patient involvement. The issue occurred during set up, with no delay noted. The service provider (sp) inspected the device. The sp found when attempting to calibrate the unit that the touchscreen calibration displayed bad touch. The unit would not go into standby due to the touchscreen not working. The sp replaced the user interface assembly. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
A user interface (ui) assembly was return for analysis. Visual inspection of the ui assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.